Event description:
The customer reported the device had a damaged main board, speaker malfunction, spo2 malfunction, and damaged battery contacts. The device was not in use on the patient when the issues were discovered.